Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine tripped the ground fault circuit interrupter (gfci) in any mode. A fresenius field service technician (fst) was called onsite and replaced the heater rod. The photo provided of the heater rod showed brown discoloration consistent with thermal damage. Machine functional tests were completed and passed onsite after repair. There was no patient involvement, harm, or adverse event reported. The heater rod was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has 143 hours and was plugged into a hospital grade (gfci) outlet. The bmt reported that the machine has been returned to service without issue. The heather rod was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, a photograph of the sample was provided. The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine tripped the ground fault circuit interrupter (gfci) in any mode. A fresenius field service technician (fst) was called onsite and replaced the heater rod. The photo provided of the heater rod showed brown discoloration consistent with thermal damage. Machine functional tests were completed and passed onsite after repair. There was no patient involvement, harm, or adverse event reported. The heater rod was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has 143 hours and was plugged into a hospital grade (gfci) outlet. The bmt reported that the machine has been returned to service without issue. The heather rod was reported to be available to be returned to the manufacturer for physical evaluation.